Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint was confirmed, and the cause appears to be use related. The three returned 6.6 fr broviac catheters leaked at the distal end of the crimp collar, which appears to be related to the reported hub detachment. Two of the returned samples exhibited a partial separation between the crimp collar and the luer adaptor hub. The separation between the crimp collar and the hub can occur as a result of clamping near or pulling on the crimp collar. The IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ the printing on the clamping oversleeve was worn from the tubing. This can occur over time through clamping outside the designated clamping area. The leak sites in each catheter revealed that the damage within the tubing was greater than the damage noted on the external surface of the oversleeve, which indicates that the hole was created from within. Clamping near the crimp collar can stretch the tubing over the luer adaptor barb and cause it to split. The product IFU also provides securement techniques to prevent pulling of the catheter.

Event description:
It was reported that the customer has experience the hub to disconnect from the hickman line. Additional information received: when were these lines inserted? Don't know. Were the lines removed, replaced or repaired? Repaired. Were there any injuries associated with these events? No. Were these hubs coming off from the broviac line or were these hubs disconnecting from an IV extension? They were leaking on use. What kind of securement was used to keep the lines in place? Clear film onto chest at exit site. Did all of these took place at the hospital or at the patient's homes? Not sure. Were the lines cultured? No as patients systemically well. Any of the cultures positive for infection? Na. On (B)(6) 2015 - the lady with this line has been on tpn for 15 years. Her daughter is a specialist nurse who looks after lines. She has no other veins. She has reasonable motivation to take care of it and the knowledge and skills to do so. The event occurred at home. The line is clamped on the clamping bit.